Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Event description:
This report is being filed to submit the results of device analysis.

Manufacturer narrative:
The device has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Boston scientific received information that this pacemaker showed had three years a several months ago and recently had nine months remaining. Moreover, an engineering analysis was performed in which result showed that the power consumption of this pacemaker had increased for over a year and was expected to continue to increase. The malfunction appears consistent with other devices that had continuous average power increases. Further, this pacemaker was explanted. No additional adverse patient effects were reported.